Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac arrest and subsequently expired approximately two weeks later, which is alleged to have been caused by the product administered to the product administered to the pt for dialysis treatment.